Event description:
It was reported that a patient has been experiencing severe neck pain that is constant and cannot tolerate stimulation above 1.6ma. The physician believes that there could be a hardware (i.e. Generator) issue. The patient has been referred back to neurosurgery. No other relevant information has been received to date.

Event description:
Additional information received from the patient noting that they are still experiencing painful stimulation since their last surgery in 2021. The pain has only improved some but not completely.